Event description:
The customer reported the dpm 6 monitor randomly shuts off. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the power supply. The unit was tested to factory's specifications. It functioned normally and was returned to use.